Event description:
Customer called to report that the chemistry cartridge compartment of the unicel dxc 600 pro stopped functioning, possibly due to smart module and hydropneumatics errors. Customer stated that there was a flood of fluid in the hydropneumatics compartment beneath the waste exit sump. The customer technical specialist (cts) assisted customer with troubleshooting the instrument, which included cleaning and washing all cuvettes. The root cause of the fluid flooding is unknown; however, it appears as if the routine troubleshooting resolved the issue as customer has not called back to report any further issues. Customer did not report harm to patients or instrument operators.

Manufacturer narrative:
Although routine troubleshooting appears to have resolved the issue, the root cause of the fluid flooding in the hydropneumatics compartment of the instrument is unclear. (B)(4).